Event description:
The pt reportedly was unable to hear while using the sound processor. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery was scheduled to explain the pt's c1 device.